Event description:
It was reported that the patient with this pacemaker had a fall. Subsequently, high capture thresholds were noted and noise suspected to be related to the recent fall. Data analysis was requested for this device that showed this pacemaker exhibited a high and irregular power consumption. Moreover, this device and left bundle branch (lbb) lead were explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).